Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the electronic pt gas system (epgs) alarmed "low supply pressure" right before the case. The device was not changed out. The surgical procedure was completed successfully. There was a delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), the quick disconnect that connected to the ceiling port had a problem. The biomed replaced the entire air hose to the ceiling port.